Event description:
The company was informed that the pt experienced redness and swelling at the implant site. The pt was prescribed penicillin cream to apply over implant site. The pt is reportedly doing well; swelling has gone down and area has healed. Advanced bionics is in the process of gathering more info. Once more info becomes available a supplemental report will be submitted.